Event description:
It was reported that a coil break occurred requiring intervention. This patient was receiving embolization of a branch of the gastroduodenal artery to treat a bleed. During the procedure, access was gained into the target vessels, and embolization of three other vessels was successfully performed. During the last vessel embolization with this 2 x 6 cm embold fibered coil, the physician repositioned the coil twice to get a better pack using intermittent flush. After the second reposition, the coil had slight resistance deploying and had stretched. While the physician was snaring out the stretched coil, the coil broke, and they had to snare multiple times to remove all the coil from the vessel. The patient fully recovered.